Manufacturer narrative:
Analysis results were not available at the time of this report. A follow up report will be sent when analysis is completed.

Event description:
Additional information received reported that the ins was explanted.

Manufacturer narrative:
Analysis of the implantable neurostimulator s/n (B)(4) found that it was functionally okay with insignificant anomalies.

Event description:
Additional information was received indicating that the patient had x-rays done and reprogramming as part of troubleshooting. The patient was reprogrammed, the manufacturer representative was to record progress with the patient over the next three months. The surgeon was to evaluate the complaints on may 7th . There was no charge from initial complaints. The patient was currently getting excellent coverage with complaints of positional stimulator and adaptive stimulation. On (B)(6) 2015 it was noted that the manufacturer representative saw the patient and data files were collected. It was noted that it was unknown how the patient was doing, the battery was left with adaptive stimulation disabled.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: 2014-(B)(6), product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient felt stimulation shutting on and off since one month post implant; stimulation was intermittent. The manufacturer¿s representative (rep) thought it was due to positional changes or transition zones but now she wasn¿t certain. The rep. Instructed the patient to turn off adaptive stim over the phone. The rep. Was sent instructions for pulling a manufacturer¿s file regarding the implantable neurostimulator (ins) and all the events it had gone through since the last interrogation. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.